Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned sample confirmed that the deployment mechanism had been used and that the stent was being partially released when a force transmitting component fractured. High release force was present when the fracture occurred. Increased friction in the distal section of the system is considered the reason for the increased release force and subsequent fracture of the component. Potential factors that could have led or contributed to the increased friction and subsequent deployment failure have been evaluated. This type of event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent increased release force. The reported event also may be related to rough handling or insufficient flushing of the device. On the basis of the info available, a definite root cause for the reported event could not be determined.

Event description:
It was reported that during deployment of a vascular stent in the sfa, the deployment mechanism became blocked when the stent was being partially released 3 mm. The delivery system with the partially released stent was exchanged over the guide wire without incident for a new vascular stent that was deployed successfully. There is no reported pt injury.